Manufacturer narrative:
The drill was received at the MFR for evaluation, but the reported condition of the device overheating and smoking could not be confirmed. Based on the investigation details, the possible cause for some overheating was problems with bearings and the rotor assembly, which have been replaced along with other components as part of preventive maintenance. Service did a clean, lube, and adjustment to the device, and it was returned to the customer.

Event description:
It was reported that the handpiece began overheating then smoking during an extraction of a tooth #29 procedure. There was no reported pt or user injury, and the procedure was completed successfully with another device.